Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a software error alarm on the insulin pump. Customer's blood glucose was 6 mmol/l. Customer changed the battery and the pump was alarming failed battery test alarm. Customer changed the battery again. Customer's blood glucose was under control. Customer reported a recurring insulin flow block alarm. Customer was advised that the pump will be replaced.

Manufacturer narrative:
No unexpected software error alarms, failed battery test alarms or insulin flow block alarms noted during testing. The power management graph was in specification. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. However, software error alarm was present in the format history file due to software error. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay and peeling end cap address label.